Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced lightheadedness and tiredness. At home, the cgm was reading 200 mg/dl and the blood glucose reading was 300 mg/dl. The patient presented to the emergency department (ed) for evaluation. There, the egv and bg were the same. She was treated for hyperglycemia with unspecified insulin and other maintenance medications for hypertension. The patient recovered after treatment and was discharged home the same day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.